Event description:
An endurant iis bifurcated stent graft was implanted during the aaa repair of a 47mm abdominal aortic aneurysm. It was reported that, the patient presented to ER with back pain, but no ruptured aaa and was decided to to repair the aaa. During repair it was not possible to cannulate the gate from the groin. In the gate, the wire would not advance past the distal aspect of the graft (just above flow divider). The physician was then successful in going up and over from ipsi lateral side and snared the wire. After that, it was still very difficult to advance the catheter passing the distal aspect of graft. Despite this trouble, the physician tried to advance a endurant limb 16-13-124 into the gate but the tapered tip of the device would not past the distal hood of graft (just proximal to the flow divider). It was then decided by the physician to convert to an aui but the implantation of an aui could not be achieved because just prior to introducing it, a iliac limb (16-13-124) was deployed too high in the hood of the bifurcated device which did not leave enough room to fully deploy the aui. This resulted in a type ia endoleak. Per physician, the cause of the type ia endoleak could not be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that the endoleak thrombosed on its own. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.